Manufacturer narrative:
Replacing the hard drives resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was continuously rebooting.

Manufacturer narrative:
Additional information: f7. Type of report? G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. Corrected data: h10. Additional manufacture narrative: details of the complaint: on (B)(6) 2018, (B)(6) at (B)(6) hospital reported power surges at the facility and the cns-6201a pu-621ra sn: (B)(4) was stuck in a booting sequence. Telemetry came up fine. Service requested: troubleshooting/assistance. Service performed: the hard drives were determined to have failed. Nurses were advised that the cns was down and to monitor the patients from the telemetry devices. 2 new hard drives were configured and sent to the customer. Nk technical support assisted the customer in installing the drives and setting them up. No further issues reported. Investigation result: the root cause is determined to be failure of the hard disk drives (hdd) from the power surges. This is an issue at the customer's facility and is not under nka control. Failure and replacement of the hdd is addressed in the cns-6201a service manual. With the assistance of nk technical support, customer was able to resolve the issue by replacing the hdd's. The cns was in use with a patient and there was no reported harm. There is no indication of an improper/inadequate design. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was continuously rebooting.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported that the facility experienced power surges. After which the cns device was reported to be stuck in a booting sequence where device reboots and asked user to "press f2 - no video input please check cables". Matrix storage manager error flashes on screen. Device was unable to boot into windows environment. Customer attempted to boot with the secondary raid hard drive, the same result was reported. Hard drives were concluded to have failed and needed replacement. The issue was resolved with new hard drives (2). Service requested: troubleshooting. Service performed: troubleshooting and assistance with hard drive replacement. Investigation result: hard drive is a replaceable component of the cns device. Device is serviceable as described in cns-6201 service manual, revision g. The sequence of the events showed no issues were reported prior to the power surges. As a result of the power surges, device was rendered in the reported boot-loop. Troubleshooting determined the cause of the boot-loop was due to hard drives having failed. Thus, connecting the sequence of events, the root cause of the boot-loop was due to power surges. Cns device was put into service on 4/23/2015. Service history for this device shows the following: on (B)(6) 2019, (B)(6) - facility experienced a power outage. The outage caused abrupt shutdown of the device while running, causing the hard drives to fail. Hard drives were replaced to resolve the issue. On (B)(6)2019, (B)(6) - not related to current incident. On (B)(6) 2019, (B)(6) - not related to current incident. On (B)(6) 2018, (B)(6) - current incident. On (B)(6) 2017, (B)(6) - not related to current incident. Both incidents of hard drive failure resulted from facility power issues. Power issues is an environmental issue and not related to device malfunction. Investigation conclusion both incidents of hard drive failure resulted from facility power issues. Power issues is an environmental issue and not related to device malfunction.